Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged pins on the power cables was unable to be confirmed; however, the reported event of power cable disconnect alarms was confirmed via the submitted log files. The heartmate ii system controller (pcx-18129) was not returned for analysis. A review of the submitted log file revealed atypical power cable disconnect alarms were captured on the black power cable on (B)(6) 2026. The alarms did not affect pump function. There were no other notable alarms active in the log file. Provided information indicated that the controller had a pin missing from both the white and the black power cables. There were no reported alarms and no patient symptoms. Additional information indicated that the controller was exchanged and the exchange was uneventful; the patient tolerated the exchange. Additional information also indicated that the controller was discarded. The reported damage to the pins is consistent with the observed alarms. However, a root cause for the reported power cable disconnect and pin damage was unable to be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a missing pin from the black power lead, and a missing pin from the white power lead. Log file review was requested which revealed a few power cable disconnects. No other unusual events were noted. It was recommended to exchange the system controller. It was noted there were no alarms associated with this event, just discovery of the missing pins. The system controller exchange was uneventful and the patient tolerated the exchange.